Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the clip applier instrument associated with this complaint and completed investigations. The instrument was found to have bent grips, causing them to be misaligned. The offset at the tips was 0.28 mm. The grips were not found to be cracked.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8 mm medium-large clip applier instrument displayed non-intuitive motion while attempting to apply a clip. The procedure completed was with no reported injury.

Manufacturer narrative:
The probable root cause is attributed to damage during use, as moderate misalignment of grip tips can occur due to grasping hard tissue or objects, or through collisions with other instruments.

Event description:
Refer to h11 for follow-up information.